Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the surgeon was attempting to fire a clip across the renal artery and the clip spit out of the device. This occurred with three devices. The surgeon used a different device to staple the renal artery. There was no pt. Consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.